Event description:
It was reported that patient enrolled in a clinical underwent a left total knee arthroplasty on an unknown date and subsequently suffered an infection. A second stage revision procedure on (B)(6), 2008 where a biomet knee was reimplanted. Patient underwent an irrigation and debridement procedure on (B)(6), 2009 where the tibial bearing was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.